Event description:
It was indicated that device was explanted due to high impedance. It was noted that impedance testing and reprogramming were performed. It was noted that the impedance was greater than 4000. It was noted that the issue was not resolved and the cause of the issue was not determined. It was indicated that patient was experiencing less that 50% of therapy relief. It was noted that the symptom was located at the lead. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va07he4, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Final analysis of the interstim tined lead va07he4, revealed all conductors are broken 4.0 cm from the distal end.